Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving compounded morphine 3 mg/ml for a total dose of 1.9225 mg/day, compounded baclofen 200 mcg/ml for a total dose of 128.17 mcg/day, compounded bupivacaine 30 mg/ml for a total dose of 19.225 mg/day, and compounded clonidine 300 mcg/ml for a total dose of 192.25 mcg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported on (B)(6) 2018 the patient reported pain at the pump site secondary to weight loss. A pump pocket revision was consider. On (B)(6) 2018. The pump was repositioned more deeply. The outcome of the event resolved without sequelae on (B)(6) 2019. The clinical diagnosis was pain at the pump site. The patient's weight was (B)(6) pounds. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The incisional site/device tract was pump pocket. The event date was (B)(6) 2018. No further complications were reported/anticipated.